Manufacturer narrative:
Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified a crease fold, one opening curved on the posterior, green mold like appearance and yellow particles in the shell. A leak test and microscopic analysis were performed which identified two openings crease sharp due to a fold flaw opening, one opening sharp on the anterior due to an unidentified tear opening, and one opening smooth on the anterior due to smooth opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness is within specification. The fill test inspection was performed, the result is no blockage.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.